Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) was electrically abandoned due to the patient having atrial fibrillation on (B)(6) 2010. This would have been one month prior to the patient's death. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacturer's database noted the patient died less than a one month post implant of their bi-ventricular defibrillator. Cause of death has been requested and not recieved.